Manufacturer narrative:
Testing and investigation found during review of the device history, s233 (overtemperature-psc) malfunction alarm codes. During testing it was noted the fan was not rotating as expected and the device was warm to touch. The probable cause for the reported overheating error was broken fan. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device alarmed with an unspecified overheating malfunction alarm code. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.